Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 300 (device in failsafe); technical failure 400 (inspiration valve or device leaky); technical failure 545 (astepinspvalve value out range - failsafe) and technical failure 316 (blower failure) during pre-testing calibration. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical received logs and confirmed technical failure 300, 545, 400, and 316. Vyaire will be sending inspiration block under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the issue. Vyaire received inspiration block assy bellavista 1000 with onboard pcba. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual and there were no alarms or warning messages. After a 30 minute warmup, zero pressure calibration, blower reference calibration, insp valve offset calibration, circuit ¿e¿ test, and test base unit were performed and passed without issue. The self-test and inspiration valve test were performed and passed. The bellavista unit was set to ventilate on a test lung and monitored on a pfc-3000 flow analyzer for 1 hour with ventilation test pressure control settings and then with ventilation test volume control settings and continued to function as expected with no alarms or warning messages. Power was cycled off then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. No performance issues were found in fa lab investigation. Intermittent failure of nt valve causing this failure. Defective inspiration valve nt.